Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run, air bubbles in line, patient not affected. Rv: 10.9, rate: 2.1, given: 87.1. No further information available.